Event description:
It was reported that soon after placement, leakage was found around the tamper evident seal. Per the sample received, a cuff roll was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.